Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the user was not able to torque the device. There was no evidence of physical material within the device. No other devices were used with the prowler select mc prior to the encountered resistance. The enterprise stent was the first device to be used with the mc. No excessive force was applied to the devices. The devices were removed from the patient without additional intervention; however, the physician took a lot of power to pull the stent out of the microcatheter. An adequate flush had been maintained through the devices. There was ¿about 20 minutes¿ prolongation during the procedure due to the event, however, it was not clinically significant. The physician stopped this operation and plan to have the operation 2 or 3 months later. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stenting procedure, a 4.5x22mm enterprise stent delivery system (enc452212, 11195601) became impeded in the 150/5cm prowler select plus microcatheter (606s255x, 30302819). It was reported that the physician found the stent body impeding in microcatheter (mc), then he pulled back the stent system and microcatheter outside of the patient. He found the proximal end of stent body and distal end of delivery wire were ¿wrinkled up¿. The proximal end of the mc hub was wrinkled too. The procedure was completed by a new stent system and microcatheter. There was no patient injury reported. Before the stent entered the microcatheter, the stent connected with the microcatheter¿s hub closely. The y connector was close tightly as well. Additional information received indicated that the user was not able to torque the device. There was no evidence of physical material within the device. No other devices were used with the prowler select mc prior to the encountered resistance. The enterprise stent was the first device to be used with the mc. No excessive force was applied to the devices. The devices were removed from the patient without additional intervention; however, the physician took a lot of power to pull the stent out of the microcatheter. An adequate flush had been maintained through the devices. There was ¿about 20 minutes¿ prolongation during the procedure due to the event, however, it was not clinically significant. The physician stopped this operation and plan to have the operation 2 or 3 months later. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. The device was inspected, and it was found kinked at 122 cm and 130 cm from proximal, no other damages or anomalies were observed. The functional test could not be performed due to the kinked condition noted on the device. The ID and the od from the microcatheter were measured and were found within specification. A manufacturing record evaluation was performed for the finished device 30302819 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position¿ could not be duplicated. During the analysis it was noted that the device has a kinked condition, due to this condition the functional test could not be performed, however, the device is not obstructed, the kinked condition noted on the device could be related with the customer¿s complaint and appear to might have been caused due to excessive force and handling applied to the device, however, this cannot conclusively determine since the exact time when this occurred is unknown. Based on the information obtained during the analysis, the customer¿s complaint cannot be confirmed. The complaint reported by the customer ¿catheter (body/shaft) - kinked/bent¿ was confirmed, during the analysis, it was noted that the device has a kinked condition. Neither the analysis nor the mre suggests that the failure reported by the customer could not be related to the manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00470 and 3008114965-2020-00471.

Event description:
As reported by the field, during a stenting procedure, a 4.5x22mm enterprise stent delivery system (enc452212, 11195601) became impeded in the 150/5cm prowler select plus microcatheter (606s255x, 30302819). It was reported that the physician found the stent body impeding in microcatheter (mc), then he pulled back the stent system and microcatheter outside of the patient. He found the proximal end of stent body and distal end of delivery wire were ¿wrinkled up¿. The proximal end of the mc hub was wrinkled too. The procedure was completed by a new stent system and microcatheter. There was no patient injury reported. Before the stent entered the microcatheter, the stent connected with the microcatheter¿s hub closely. The y connector was close tightly as well.